Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2011. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The certifications of the supplier indicate the correct material was used and correct hardness values were obtained. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the surgeon was distal locking, and the tip of the drill bit broke off because the angle of the drill bit through the distal hole in the nail was off. Surgeon retrieved broken piece and used a spare drill bit to complete the procedure. No adverse effect on patient. Hospital has disposed of the broken drill bit and tip.